Event description:
Shock impedance daily trend measured >150 ohms on (B)(6) 2024. The patient received a shock on (B)(6) 2024 and the shock impedance was in normal range at 45 ohms with appropriate sensing and successful shock. After the shock, the ff signal appears noisy and lv pacing thresholds increased. The ff remains noisy as seen in the shock impedance out of range recording on (B)(6) 2024. Upon evaluation, both issues stem from high impedance in rv shock coil. Unipolar epicardial lv lead reprogrammed lv tip to can. All three shocking vectors produced a shock impedance >150 ohms. No issue with rv pace/sense with pocket manipulation, rom and isometric testing. (B)(6) 2024 lead explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin. The proximal and distal fragments were returned for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The conductor cable leading to the rv shock coil was found fractured 16 cm proximal to the lead tip, which is assumed to be the root cause of the observed high shock impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the inner conductor coil and the shock coils were found stretched, these deformations probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.